Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Clinical observation of medtronic3830 active-fixation lead in right ventricular septum pacing.chinese journal of cardiac pacing and electrophysiology, 2013, 27( 4) : 321 - 323. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports two cases of pulmonary embolism. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.